Manufacturer narrative:
During troubleshooting, a reportable malfunction was found. The monitor was unable to complete detect and treat testing. Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the monitor was unable to complete incoming testing. The cause for the failure was isolated to contamination on connector j1002aa on the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.